Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On may 28th, 2024, the user contacted dario to report high blood glucose (bg) readings. The user stated that he has been receiving higher bg readings than he usually receives from his dario meter.